Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a detached sensor wire which required medical intervention. The sensor was inserted into the arm on (B)(6) 2019. The patient¿s parent stated the sensor wire came off in patient¿s body, which was confirmed by x-ray that was performed on (B)(6) 2019. At the time of contact, the patient¿s arm was hurting due to sensor wire remaining in the arm. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.